Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone an ablation procedure on (B)(6) 2016. After the ablation procedure, the right atrial lead was noted to exhibit a loss of capture and decreased sensing. The lead was successfully capped and replaced on (B)(6) 2016. The patient was doing well post surgery and would continue to be monitored.